Event description:
The doctor was unable to insert the iab into the 6" sheath. The iab and sheath were not returned to co for evaluation. They were discarded by the facility. (Event complications: none from the event - reported 12/30/96). (Pt's current status: unk - rpt'd 12/30/96.